Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the retraction system of the implantable pacing lead (ipl) became stuck and the physician could not fixate the lead. The ipl was removed and exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed and visual summary analysis of the lead indicated damage at implant, and the helix of the lead was extrinsically bent. Analyst commented, helix retraction cannot be performed due to helix distorted/bent.